Manufacturer narrative:
(B)(4). Visual inspection of the incident device confirmed the outer jacket of insulation on the cord was torn exposing the wires. The copper conductors were exposed. The cord failed hipot testing around the damaged section of insulation. The probable cause for the cord damage is sharp sheet metal on the pencil assembly machine this device was manufactured on, apm 3. The cord was most likely caught on hold down tooling in the hipot station. Corrective actions were implemented. These actions removed tooling and sharp edges from the manufacturing processes. This device was manufactured prior to implementing these changes to the manufacturing line.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that prior to the start of the procedure, the pencil cable insulation was found torn. A new device was opened to continue the procedure. There was no patient involvement.